Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not able to adjust her stimulation. It was noted that the patient had trouble communicating with the implantable neurostimulator since the previous night. It was noted that the patient was able to connect 1 time the previous night and she saw that she was on program 3 at 2 v. The patient could not feel stimulation and she could not remember the last time she felt stimulation. It was reported that the patient went to the doctor one month ago and the doctor was able to communicate between the programmer and the implantable neurostimulator (ins). It was stated that the antenna cord "seemed" to be connecting correctly. The programmer batteries were replaced and the "communication error" still appeared. About one week later it was reported that the patient still could not communicate with the ins, nor could she feel stimulation. It was stated that the patient needed to see a doctor due to a urinary tract infection. The patient was going to the doctor the following week. It was reported that the patient could not feel the ins and she used to be able to feel it. It was unknown if she was right over the implant battery or not. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect. It was noted that the patient had shoulder surgery 2 weeks prior and has since noticed that her symptoms were returning and she could no longer feel stimulation. It was noted that the patient was getting the "poor communication" screen on her programmer and could not make any adjustments with or without the antenna attached. It was also noted that the patient had put new batteries in her programmer. It was stated that the patient recalled going into surgery with the implantable neurostimulator (ins) on. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01lnq, implanted: (B)(6) 2012. Product type: lead. (B)(4).